Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator required service. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy evo o2 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a final test step (internal flow verification). There was no actionable error codes recorded in the event log. No alarms sounded at the bench run in. In conclusion, the device's main system board was replaced to address the issue. The device was serviced and passed all final testing.